Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect prep.

Event description:
It was reported that the procedure was to treat the calcified mid left circumflex lesion. A 3.75x20 mm nc trek neo rx balloon dilatation catheter (bdc) was not soaked prior to patient use. The bdc was advanced to the target lesion for pre-dilation. However, after one inflation at 12 atm, the balloon completely failed to deflate despite multiple attempts and was withdrawn inflated. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.